Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the transducer. A part analysis determined that the failure was confirmed and found the cause was the flexible circuit attached to the physical switch was damaged making the electrical connection intermittent.

Event description:
A customer reported their x8-2t transducer would not articulate while in use with an epiq 7c ultrasound system. The transducer was replaced to complete the routine tee exam. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.